Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance a few days after a generator change. Ts'' reviewed the reports and provided a possible cause. Ts advised following actions, such as reprogramming and a chest x-ray. It was noted that the physician wanted to wait until the patient's hematoma resolved to address the out of range impedance. The physician and patient understood the risks. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance a few days after a generator change. Technical services (ts) reviewed the reports and provided a possible cause. Ts advised following actions, such as reprogramming and a chest x-ray. It was noted that the physician wanted to wait until the patient's hematoma resolved to address the out of range impedance. The physician and patient understood the risks. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the hematoma resolved. The lead was retested. It was revealed that the shock impedance remained high out of range. The patient's pocket was reopened as it was suspected that the issue was caused by the lead to pin connection. When the physician tugged on the negative pin of the lead, the lead came out of the header easily. Both the positive and negative pins were removed, wiped, and reinserted into the header. The shock impedance was within range thereafter when retested. The device and leads were placed back into the pocket. The lead remains in use. No additional adverse patient effects were reported.